Event description:
Additional information received reported that the procedure went well and the patient was charging without complication. The implantable neurostimulator (ins) flip was confirmed.

Event description:
It was reported that initially after implant, the patient was unable to get any boxes during charging, but they were charging through bandages so they waited until there was more healing. After more time had passed they were able to get two boxes but had never gotten more than that and were suspicious of a flipped implantable neurostimulator (ins). It was noted that they were possibly going to do imaging. The ins was shallow and they ruled out the recharger as the issue. The rep. Later reported that a flip was confirmed on (B)(6). The physician attempted to flip the ins manually under fluoro. But was unsuccessful. The patient had an appointment on (B)(6) with the surgeon to discuss a pocket exploration. It was further noted that the patient was scheduled to have the battery flipped right side up on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).